Event description:
According to the initial report received by aso on april 23, 2025, the consumer stated that the product caused her to experience a burn or rash. On the completed consumer information report (cir) received on may 14, 2025, the consumer stated that the product caused her to develop a raised rash, itch, and scarring after using the bandage. Consumer visited the rn on (B)(6) 2025. The rn recommended neosporin. The bandages were used to cover a mosquito bite. Per cir the issue was with the pad area.

Manufacturer narrative:
As of 05/29/2025 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.